Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon evaluation, there was likely a bga failure at the u104 (arm) and u1003 (pld) components on the computer/analog (ca) board. The components likely had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the corrupted component or contaminated battery board.

Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.